Event description:
Additional information was received from the rep via the patient. The rep provided an image of the software problem screen the patient was seeing, which included the following data: 1- intellis, 2- 3.0, 3- 243, 4- qf_port. They also provided an image of the system problem - rm04 screen seen on the patient's controller. Additionally, they provided an image of the settings not available message that was seen on the patient's controller. It was reported that the rep met with the patient and replaced the patient's recharger antenna. They followed up with the patient later and the patient reported they have had none of the issues they were experiencing since the antenna was replaced; issues have been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that during the programming session with the patient on (B)(6) 2019, he was seeing an out of regulation message on the tablet, but was able to work around this by changing the settings some to resolve the out of regulation message. More recently, the patient started seeing the settings not available message on their patient controller and could not get therapy from his group c. The patient was still getting fine therapy from groups a and b. During the last programming session on (B)(6) 2019, impedances for electrodes used for group c for 10/12 had a group impedances of 790 ohms. All other pairs being used in programming were in the normal range between 860 and 1050 ohms. The patient has three groups programmed as follows: group a, three electrodes used with a pulse width of 600 microseconds, a rate of 50 hertz, and an amplitude/intensity of 6.8 milliamps group b, bipole with a pulse width of 600 microseconds, a rate of 50 hertz, and an amplitude/intensity between 0 and 4.0 milliamps group c, using electrodes 10 and 12 with a pulse width of 600 microseconds, a rate of 50 hertz, and an amplitude/intensity between 0 and 2.4 milliamps there was an electrode pair having an impedance measurement of greater than 4000 ohms. These pairs are not being used in programming currently. The patient has open circuits involving electrodes 13 and 14. These electrodes are not involved in programming at all and they are showing greater than 40,000 ohms. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6)2019 indicating that they have an appointment set up with the patient to reprogram their stimulator next week. No further complications were reported/are anticipated.

Event description:
Additional information was reported that the patient stated he has difficulty recharging due to the "checking the recharger" message staying on the screen continually. The patient has gotten several software error messages lately and his programmer has said his battery is on 90% full event when he's used it and needs to recharge. It won't charge fully past 90%. He has pulled the battery out and put it back in several times only to keep receiving the software errors or have the checking the recharger message stay on the screen. The rep has had multiple conversations and meetings with the patient over the past several months involving oor message (which the rep believes they fixed) and now software/recharging issues. Additional information was received that now the patient is getting the error message "system problem rm05 cannot continue. Please call medtronic". The patient also told the rep that no matter how much he repositions the recharger or pulls the battery from the programmer, the light is orange instead of green. No further information was reported.

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient is still getting the ¿settings not available¿ message on their controller, as well as a ¿software problem¿ message. The software problem message displayed the following information: 1-intellis 2-3.0 3-243 4-qf_port. Additional information received from the rep on 2019-12-09 indicated that the patient has been having ongoing issues with out of regulation errors (oors). They added that the patient has been reprogrammed several times, and will be good for a few months, but then the issue with reoccur. The patient stated that it is now taking them 3.5 hours to charge, and they have to keep resetting the controller. They mentioned that the controller now is not finding the battery about ¾ of the time. The rep stated that they are meeting with the patient again on (B)(6) 2019 for reprogramming to see if they canresolve the issue. They mentioned that nothing has happened to the patient other than that they can¿t properly use their stimulator. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. There were high impedances on 1 program the patient was using but the rep was able to resolve it through reprogramming and the patient is happy with the new settings. The rep does not know the patient¿s weight and it was not obtained at the appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient has three dif ferent programs and they were working fine until last friday. The patient further clarified that programs b and c work ok but a is the program they use the most but they are getting the settings not available message on their controller on program a. They can decrease the intensity down to 0 on a and increase it back up to 0.6 before they get the settings not available message again. If they turn the stimulation off and then go back to increase the intensity and turn stimulation back on they can get the intensity to increase to 0.8. They got it all the way up to 7.0 on group b but it was not outputting anything. The patient clarified that they didn¿t feel stimulation at all at 7.0. It has been kind of a miserable week because the patient uses group a the most. They tried troubleshooting by letting the battery run down as far as it can go and recharging it to see if that would help. They texted their manufacture representative (rep) with screenshots on (B)(6) 2019 and the rep thought it sounded like an impedance issue that should clear itself up but it has been going on for a week now. The patient hasn¿t had any recent falls/trauma. Patient services reviewed troubleshooting options and the patient was redirected to follow up with their healthcare professional (hcp). The patient has an appointment scheduled for (B)(6) 2019. Patient services emailed the rep. The rep responded on (B)(4) 2019 indicating that they just spoke with the patient as well and are setting up an appointment to meet. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative on (B)(6)2019-oct-09 confirmed they were able to reprogram the patient and was not getting out of regulation (oor) messages on a, b, or c programs. They used the programmer to check if they would see error messages and did not. No errors were seen even when intensity was increased. No furthercomplications were reported.